Event description:
Report received of an overdelivery. The customer contact reported the pt was to receive a 3.25mg loading dose of primacor 20mg/100ml over 10 minutesd followed by an unspecified maintenance dose. The pump was programmed in the loading dose mode; however, the programming parmeters were not provided. A second nurse reportedly verified the programming as being correct and the delivery was started. Approximately 10 minutes later the pump alarmed that the delivery was complete. At that time, the nurse noted the 100ml bag of primacor was empty. The pump was removed from the clinical service. The pt's cardiologist and the poison resource center were notified. The pt was monitored and their vital signs reportedly remained stable. The primacor infusion was not restarted. There were no reported adverse pt effects.